Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment eval at the user facility, by a MFR¿s service tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device has been received by the MFR and a quality investigation is anticipated. A follow-up report will be filed when the investigation is completed.